Manufacturer narrative:
Device analysis revealed broken bond wire(s).

Event description:
The pt experienced a loss of stimulation after falling down; the fall was unrelated to the stimulation. Device interrogation indicated a power on reset (por) had occurred; reprogramming was possible but a por occurred again. The pt received good therapy after the display was replaced.